Event description:
It was reported that an unspecified angiographic catheter (medikit) and an asahi fubuki guiding catheter were used for tumor embolization in an internal carotid artery (ica) segment. The fubuki guiding catheter was delivered from the femoral artery and a tactics microcatheter (technocrat corporation) was used as a distal access catheter (dac) to approach the target lesion with a combination of a synchro guide wire (stryker neurovascular) and a headway microcatheter (terumo). As the delivery attempt was not successful, the synchro guide wire was exchanged for an asahi chikai guide wire. However, the headway microcatheter could not be advanced to the target segment and was exchanged for an asahi fubuki 4.2fr guiding catheter. When angiography was performed, a ring-like foreign object was found near the mid cerebral artery segment 1 (m1). Although the object wandered into a peripheral vessel, the procedure was discontinued and the patient was placed under observation as blood flow of the patient was stable. The physician commented that the puncture site for the fubuki guiding catheter was the same with that of a past procedure. The physician also commented that although a small incision was made before puncture, the puncture site might have been stiffer. The patient was reportedly free of health hazards from the event and the condition was stable after the procedure.

Manufacturer narrative:
Manufacturing site: asahi intecc (thailand) co., ltd., pathum thani, thailand, registration number: (B)(4). The reported fubuki guiding catheter was returned for investigation. The returned fubuki guiding catheter was found buckled between the tip and shaft, which could be caused by stress proximally applied to the tip. The distal tip end had scratches, which was likely made by contacting a relatively hard object. The shaft surface proximal to the tip was found sporadically scratched as well. X-ray observation of the subject fubuki guiding catheter could not find the marker ring in position. When the buckled tip was further pushed proximally, it was found that the tip segment had run onto the shaft, the braids layer was exposed, and the marker ring that was supposed to be fixed between the braids and shaft polymer was missing. These finding suggested that stress was proximally applied to the tip segment, the tip ran onto the shaft, and the tip on the shaft was moved back distally during withdrawal. Based on the state of the returned subject device, a replication test was performed. Stress was proximally applied to the tip of an unused fubuki so that the tip segment would run onto the shaft. When further pushing stress was proximally applied to the tip, the marker ring was exposed. As the tip that had run onto the shaft was distally moved back, a swell with circumferential wrinkles, which were the traces of buckling, was replicated between the tip and shaft on the guiding catheter test sample, just as observed on the returned fubuki guiding catheter. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. More than (B)(4) units of fubuki series have been sold so far, but no other report of marker ring detachment was received. Based on the obtained information and the investigation outcome, it was presumed that pushing stress with insertion of the fubuki guiding catheter could be proximally applied to the catheter tip as the subcutaneous tissue at the puncture sit was stiffer. As the tip moved proximally and ran onto the shaft, the shaft polymer was pushed up with the tip and removed from the braids layer, exposing the marker ring. Consequently, stress generated with catheter manipulation was applied to the exposed marker ring, causing the ring to come off from the catheter shaft. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings]. - operate this guide catheter carefully, and if any resistance is felt, stop the manipulation and identify the cause of the resistance under x-ray fluoroscopy. [Malfunction and adverse effects] - separation.